Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 12:00 pm for a high blood glucose level of 435 mg/dl. The customer stated that they had a cold a week prior to the hospitalization. The customer was wearing the insulin pump during the hospital stay. The customer will monitor the insulin pump for any issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.